Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they needed help with a set change, and reported a plunger that was hard to remove from the reservoir and also a high blood glucose of 480mg/dl. The customer's spouse was assisted with the set change but declined to troubleshoot for the high blood glucose level. There was no indication that the customer has treated during the call. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.